Event description:
The patient reported that her device was not working. She changed the batteries and her doctor could not help. She saw a power on reset (por) code on (B)(6) 2016. The patient's indication(s) for use were urinary dysfunction and sacral nerve stimulation.

Event description:
Additional information received from the patient reported that she had been to her doctor and was informed that the battery was dead on her stimulator. They checked the device in the office and they did not set a date yet for a replacement. The patient was not sure when that would be.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review indicated that patient code(B)(4) is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they had been getting bladder infections before their implantable neurostimulator (ins) was replaced. The patient stated that once the ins was replaced the bladder infections stopped. The patient noted that the ins was replaced due to normal battery depletion. No further complications were reported or were expected.